Manufacturer narrative:
Company representative evaluated the system. Corrections included resetting the system's server and clearing the error logs.

Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.